Event description:
Additional information was received from a patient regarding their implantable neurostimulator (ins). The patient stated that the rep reprogrammed their stimulator and now there isn't any zapping and it seems to have helped their back. The patient stated they had an rf ablation and that helped as well. The patient still has pain down their left leg and foot, but the pinching in their back isn't pinching anymore. The steps that were taken to resolve the issue was reprogramming of their remote and it worked- they stated that they still "need help for down their left leg and foot, we are going up 4 clicks on the remote to see if that would help". The issue was stated to not be resolved but they are "going up 4 clicks" and will check with their rep to change their programming if it does not help.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that the stimulator has not done anything to help their pain on the left side. Patient stated that they have been having a lot of pain and that the stimulation has been set so high that every time they go back to the gym or try to do an exercise at the gym it zaps them like an electric shock. Patient also stated that when they try to go to sleep they have to lay on their side because the stimulation continuously zaps them. When asked for event date, patient mentioned the issue began a long time ago. The patient was redirected to their healthcare provider to further address the issue. Agent documented information provided on call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.